Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). Other device used: catalog #unk, unknown zimmer stem, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported the surgeon implanted a competitor's head with a zimmer shell and stem.

Manufacturer narrative:
Other device used: catalog #00784501400, versys femoral stem, lot #61919354. This report will be amended when our investigation is complete.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event and should not have been reported. The initial report should be voided as it was submitted in error.